Event description:
It was reported that the ventilator did not show any return volumes. There was no patient harm. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The event log shows that the clinical alarms airway pressure high and volume delivery restricted was generated, as an indication of difficulties with ventilating the patient. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator.